Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. After pre-dilatation, the xience skypoint des 3.50 x 23 rx crossed the lesion. During the first inflation at 12atm for five seconds, the stent balloon ruptured, however, the stent was successfully deployed. Post-dilatation was performed to continue the procedure. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture (pinhole, balloon). Factors that could contribute to a material rupture (pinhole, balloon) include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, inflation above rated burst pressure, and/or user technique. In this case, it is possible that the balloon interacted with an accessory device during the procedure, contributing to the reported material rupture (pinhole, balloon); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.